Event description:
It was reported that the customer was looking through their new products, and it was found that the retainer had fallen out of the devices in the tyvek for six of the nine devices.

Manufacturer narrative:
Date sent: 10/08/2008. Information is unavailable; device was not returned for evaluation.